Manufacturer narrative:
Date of publication online (month/year valid) journal article title: outcomes and predictors of failure of iliac vein stenting after catheter-directed thrombolysis for acute iliofemoral thrombosis efthymios d. Avgerinos, md, zein saadeddin, md, adham n. Abou ali, md, yash pandya, md, eric hager, md, michael singh, md, george al-khoury, md, michel s. Makaroun, md, and rabih a. Chaer, md, msc, pittsburgh, pa copyright 2018 by the society for vascular surgery. Published by elsevier inc. Https://doi.org/10.1016/j.jvsv.2018.08.014. If information is provided in the future, a supplemental report will be issued.

Event description:
142 with a previous history of dvt were identified for this study, patients were treated with various combinations of thrombolytic techniques in the common and external iliac. A protégé everflex and trellis was used with 6 non-medtronic devices for thrombectomy and stenting. It was reported the in some instances the stent was difficult to deploy. The patients presented post procedure with access site hematoma requiring surgical evacuation, one epidural hematoma compressing the spinal canal, requiring surgical evacuation, arrhythmias, transient acute-on-chronic renal failure, bleeding requiring blood transfusion 5 systemic bleeds include 1 case of minor gastrointestinal bleeding, 3 cases of severe haemoglobin drop with no apparent source, dvt recurred in 9 patients, 4 had incomplete thrombolysis. In three of these, reintervention was performed, and an additional stent was placed; two were successful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.